Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is low o2/yellow light, unit is noisy, and no alarm. The key failure is the tie wraps caused leaking. Additional malfunction is the power switch is defective which caused the unit not to alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.